Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that a drape clip was missing. A functional evaluation revealed that the unit failed the 30 pound weight test. The failure occurred at the dumbbell joint. The enclosures were opened and no significant amount of oil was noted on any of the interior components. The distal and dumbbell joints appeared to have residual oil on them. The piston migration was measured at 2.59 inches, which is indicative of significant oil loss. A gradual loss of hydraulic fluid over time through repeated repetition eventually dropped the fluid level enough so that the unit could no longer maintain adequate pressure when engaged. The oil seeped around the dumbbell and distal seals over time. The complaint was confirmed and the root cause has been determined to be the failure of the dumbbell and distal joint seals. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder arthroscopy the arm was not holding. There was no backup device available. No delay or patient injury reported.